Manufacturer narrative:
Film review summary: the reported infolding and subsequent type ia endoleak was confirmed on the films provided; however, the cause of the event could not be fully determined. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. It is possible that implantation of a 36mm diameter bifurcate into a proximal neck flow lumen which had a minimum diameter of 25mm may have contributed to the infolding but this could not be confirmed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion; the reported infolding and subsequent type ia endoleak was confirmed on the films provided; however, the cause of the event could not be fully determined. Lack of complete pre and post-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy and the stent graft in vivo configuration. Instructions for use for the endurant ii stent graft advise that the aortic section of the bifurcated stent graft should be oversized 10-20% in relation to the actual measured inner vessel diameter. This measurement should take into account thrombus and calcification present within the vessel, that has the capacity to decrease the inner vessel diameter. It is possible that implantation of a 36mm diameter bifurcate into a proximal neck flow lumen which had appreciable thrombus and minimum diameter of 26mm may have contributed to the infolding but this could not be confirmed. B5. Additional information received ; it was reported the reported type ia and infolding was caused by not so good apposition of endurant to left side of the proximal aortic neck. Intervention was performed and a non-mdt stent (24mm diameter) was implanted. The result was good and the patient is stable. It was confirmed there was no allegation against the reliant balloon used during the index procedure. B1 <(>&<)>b2 updated h1. Updated medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 71 mm abdominal aortic aneurysm. It was reported that during the procedure, a final angiogram was performed, where a endoleak type 1a was noted. The stent graft was dilated with a reliant balloon but the event was not resolved. A CT was performed on the following day, where a severe infolding of the main body stent graft was observed. No cause of the event was reported. No additional clinical sequalae were reported and the patient will be monitored.